Event description:
Iomed companion 80 was used to deliver dexamethasone to right shoulder for bursitis/tendonitis. First use beginning in 2008 was problem free. Second application was initiated two days later. Each application was required to be worn for 24 hrs. Approx 26 hrs after the 2nd application, the patch was removed and discoloration was identified that included reddening/bruising around the perimeter of the patch and white spots in the central area of the + end of the patch. There had been no pain associated with this wearing. The following day, the white spots had turned purple/black and the reddish areas appeared more like ordinary bruising. There was still no pain of the skin, but the shoulder was generally more painful internally. A phone call was logged with the therapist reporting this adverse event on friday, 3/21/08. On monday, 03/24/08, the therapist was seen at a regularly scheduled appt. This therapist noted that he had seen such results on 2-3 prior occasions but had not reported them because he could not determine what the root cause was. Frequency: 24 hrs, route: iontophoresis; dates of use: two days in 2008; diagnosis or reason for use: bursitis/tendonitis.